Manufacturer narrative:
On inspection of the device at the service center, it was confirmed that the center lens was cracked and there was minor fluid invasion. The lens was replaced and the scope aerated.

Event description:
It was reported that there was center image loss during a case. The physician needed to change scopes to complete the case. There was no patient injury or other adverse health consequence.